Event description:
Information received regarding the explanted device notes that the patient underwent coronary artery bypass surgery and that post surgery, the lead exhibited low impedance and high capture thresholds.